Event description:
A medtronic ent representative reported that, while in an ear, nose and throat (ent) procedure, the software unexpectedly exited out from the navigation screen. The surgeon was not actively navigating instruments and noticed that the system screen was no longer on the navigation screen, instead displayed the blue company logo, and was unresponsive. After re-booting the ent software, normal function returned and accuracy was checked. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Analysis of suspect computer found: computer hardware seemed to function properly, but root partition showed to be 100% full. Suspect software did not expand partition as data was imported. Replacing the computer in the system resolved the issue.

Manufacturer narrative:
Software investigation not completed.